Event description:
It was reported that the patient had a lot of incisional pain right after the implant. The patient stated a 10 didn¿t even describe the pain. The patient was in the hospital at one time for the incisional pain. The patient stated it shifted/turned itself a little bit and now the pain was gone. The patient had not completely healed. Of note, the leg and low back pain went away right away and the patient was down to 5 mg pain pills. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was further reported that the patient was still having concerns but was working with their doctor and/or company representative. The patient had an upcoming appointment on (B)(6) 2014.